Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate for multiple cartridges. Reportedly, customer did not fill the cartridge with room temperature insulin. Customer loaded new cartridges with room temperature insulin to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.